Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was noted to be in the left atrium. The lead was capped and replaced.

Manufacturer narrative:
5024m-52 lead implanted (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.